Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant is "changing shape, looks like its an inch higher, hard, and it feels like a "pinch of pain that comes and goes" and a left side implant has "lumps."

Event description:
Patient reported a left side of "there's a lump on the left side. Sometimes has pain but not always," and "my breasts started being harder." Healthcare professional reported capsular contracture baker grade iii. Device has been explanted.